Event description:
It was reported that the 9900 system would not boot up during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ffb and gib were reseated and the lemo pin connector replaced during the service call. The system was tested and found to be working as intended and put back into service.